Manufacturer narrative:
The reported event, handpiece runs in forward while the switch is in reverse, was confirmed.

Event description:
It was reported that during equipment testing conducted at the user facility by a manufacturer field service technician the device was not running in the correct mode; it was running in forward when in reverse mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.